Event description:
It was reported that the patient was experiencing a bleeding from the ipg incision site. The physician checked the incision site, and it looked great. The patient was prescribed with keflex.